Manufacturer narrative:
The manufacturer previously reported information alleging a device was collected because the patient passed away. The device exterior had turned black and tobacco smells were observed. A request has been made for repair of the device. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. The request is for the repair of the device not related to the patient death. The ventilator was returned to the manufacturer for evaluation and a life-related smell (tobacco smell) was confirmed to be found on the muffler assembly. The muffler assembly was replaced and the device was cleaned. Device passed testing and confirmed to operate properly.

Event description:
The manufacturer received information alleging a device was collected because the patient passed away. The device exterior had turned black and tobacco smells were observed. A request has been made for repair of the device. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. The request is for the repair of the device not related to the patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.